Event description:
Follow up revealed that updating the patient's software resolved the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient received a low battery warning earlier than anticipated. As a result, patient will follow up with their physician.